Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose readings of 400 mg/dl all day. Customer stated that they have tried everything however are unable to bring their blood glucose readings down. Customer stated that last night their blood glucose reading was 61 mg/dl and they ate ice cream to bring it up which caused them to go high. Customer ate breakfast this morning and the blood glucose reading was above 350 mg/dl. Customer experienced symptoms of dry eyes, frequent urination, and feeling of thirst. Customer has been treating with manual injections. It was noted that the time was two minutes slow and there was a bent cannula. Troubleshooting was performed and the drive support cap and all other settings appeared to be normal. No delivery, low reservoir and low battery alarms were noted in the alarm history. Customer was advised to monitor and call back if issues arise.